Manufacturer narrative:
Additional information was received, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (expiration date: 05/2025), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a CT guided lung biopsy procedure, the device allegedly failed to fire. There was no reported patient injury.

Event description:
It was reported that during a CT guided lung biopsy procedure, the device allegedly self activated. It was further reported that the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2025). Device pending return.